Event description:
Problem occurred during case in operating room for cataract removal and implanting an intraocular lens (iol). A cartridge is used for ejecting the iol into the eye. In this case, and several others at our ambulatory surgery center, when the iol is loaded into the cartridge, the iol goes through the cartridge plastic leaving a jagged edge or a hanging piece of the cartridge. This is instead of the lens being loaded through an opening at the end of the cartridge. If placed into the eye, this piece could break off in the eye or the jagged edge could cause damage. We have had 4 cartridges crack at our ambulatory surgery center within the last several months. This pt was the case in which this occurred. Fortunately, we have not put the cartridge into the eye because our surgeon and/or the scrub tech have noticed the crack. They have loaded the lens into the cartridge and have many years experience in eye surgery.